Manufacturer narrative:
Findings: no button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, broken reservoir tube lip, broken battery tube threads, cracked reservoir tube, cracked belt clip slot, cracked reservoir tube window and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 163 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.